Event description:
When attempting to use the monitor, the user found that it would only display a flat line. There was no harm done to any pt. Tests on the unit disclosed an open potentiometer (r452) on assembly. No cause for the failure could be determined. It appears to have been a random component failure in a 10 year old device. The event is not occurring more frequently or with greater severity than is usual for the device.